Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery status for this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased from 39 percent to 29 percent in 3 months. It was noted that the patient had not received any shock therapy in the 3 month timeframe. Boston scientific technical services (ts) discussed potential causes and discussed the option of continued monitoring or submitting a copy of device memory for analysis. The health care professional (hcp) opted to continue monitoring the patient. No adverse patient effects were reported. This product remains implanted and in service. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.